Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4)-device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A leak test was performed without failures; no leaks or air bubbles were observed from the cartridge including the luer connection and o-rings. The cartridge force readings were confirmed to be within specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient¿s blood glucose (bg) was 350 mg/dl with extreme drowsiness, difficulty waking up, and confusion. It was reported there were air bubbles within multiple insulin cartridges. It was reported there were no recent changes to the pump¿s setting and the patient did not receive treatment outside their routine diabetes management and remained on the pump. During troubleshooting, the reporter noted there was no damage observed to the cartridge and the cartridge was being used per instructions. This complaint is being reported because the alleged hyperglycemia was associated with the reported presence of air bubbles within insulin cartridges.